Event description:
On (B)(6) 2017, the patient underwent treatment of a small abdominal aortic aneurysm and right common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. It was reported an iliac branch component (ceb231210a/16435836) was implanted, and then the hypogastric artery was accessed via guidewire. It was reported a hypogastric branch component (hgb161007a/16408291) was advanced into place in the hypogastric artery with moderate difficulty due to tortuosity of the patient¿s anatomy. It was also reported the sheath was not advanced all the way to the hypogastric artery as there was difficulty advancing the sheath over the aortic bifurcation due to calcification. It was reported that after deploying the hgb161007a, it was determined there was not adequate overlap with the ceb231210a, and the decision was reportedly made to extend it more proximal into the gate with a second piece. According to the report, another hgb161007a (lot 16408292) was advanced into place, but the device could not be advanced far enough to successfully bridge the two ibe components. The device was reportedly removed from the patient with no issue and set aside. It was reported an iliac extender component ((B)(4) /16310641) was then advanced to bridge the ibe components. It was reported that during attempted advancement of the (B)(4), the patient¿s blood pressure dropped, and angiography confirmed there was extravasation in the right common iliac artery. The exact cause of the extravasation is reportedly unknown. However, it was reported the patient¿s anatomy was very tortuous, there was difficulty advancing multiple devices, there was difficulty advancing a sheath due to calcification at the aortic bifurcation, and multiple devices were advanced outside of the sheath in an attempt to bridge the ibe components. It was reported the (B)(4) was successfully implanted as a bridging component, and then a qxmedical q45 balloon catheter was advanced into the aorta which reportedly stabilized the patient¿s blood pressure. It was reported the balloon was inflated and deflated to control blood pressure until deployment of the trunk-ipsilateral leg component and contralateral leg component could be completed. According to the report, the balloon was then deflated and the patient had a normal blood pressure. It was reported a final angiogram was performed, which showed no endoleak or extravasation. However, it was reported the hgb161007a may have kinked during advancement into the vessel. A decision was reportedly made to not resolve the patency issue. It was reported all guidewires were removed, and the groins were closed via perclose devices. It was reported that shortly after closure of the groins, the patient¿s blood pressure again dropped, and it was thought there was a retrograde leak from the ruptured iliac artery. It was reported a decision was made to perform an open procedure whereby the leaking iliac artery was repaired, the hgb161007a and (B)(4) were removed from the patient, and the gate of the ceb231210a was oversewed. A bilateral femoral endarterectomy was also reportedly performed to remove plaque that was affecting distal flow. It was reported the patient¿s blood pressure was stable at the end of the procedure. No further adverse events were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Added age/dob. Added weight. Added explant date. Corrected results/conclusion code. A review of the manufacturing records verified the lot met all pre-release specifications. Multiple attempts were made to obtain additional patient information; however, it was reported the requested information is not available. According to the gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture, death) and surgical conversion. The IFU also provides the following information, among others: ¿ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath.¿ ¿do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.¿ ¿do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position.¿

Manufacturer narrative:
Additional device involved in this event: pll161407/16310641. A separate medwatch report is being submitted on this device. (B)(4). According to the gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture, death) and surgical conversion. The IFU also provides the following information, among others: ¿ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath.¿ ¿do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.¿ ¿do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position.¿

Event description:
On (B)(6) 2017, the patient underwent treatment of a small abdominal aortic aneurysm and right common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. It was reported an iliac branch component (ceb231210a/16435836) was implanted, and then the hypogastric artery was accessed via guidewire. It was reported a hypogastric branch component (hgb161007a/16408291) was advanced into place in the hypogastric artery with moderate difficulty due to tortuosity of the patient¿s anatomy. It was also reported the sheath was not advanced all the way to the hypogastric artery as there was difficulty advancing the sheath over the aortic bifurcation due to calcification. It was reported that after deploying the hgb161007a, it was determined there was not adequate overlap with the ceb231210a, and the decision was reportedly made to extend it more proximal into the gate with a second piece. According to the report, an iliac extender component (16x10x7) was advanced into place, but the device could not be advanced far enough to successfully bridge the two ibe components. The device was reportedly removed from the patient with no issue and set aside. There was no reported issue with the device. It was reported an iliac extender component (pll161407/16310641) was then advanced to bridge the ibe components. It was reported that during attempted advancement of the pll161407, the patient¿s blood pressure dropped, and angiography confirmed there was extravasation in the right common iliac artery. The exact cause of the extravasation is reportedly unknown. However, it was reported the patient¿s anatomy was very tortuous, there was difficulty advancing multiple devices, there was difficulty advancing a sheath due to calcification at the aortic bifurcation, and multiple devices were advanced outside of the sheath in an attempt to bridge the ibe components. It was reported the pll161407 was successfully implanted as a bridging component, and then a qxmedical q45 balloon catheter was advanced into the aorta which reportedly stabilized the patient¿s blood pressure. It was reported the balloon was inflated and deflated to control blood pressure until deployment of the trunk-ipsilateral leg component and contralateral leg component could be completed. According to the report, the balloon was then deflated and the patient had a normal blood pressure. It was reported a final angiogram was performed, which showed no endoleak or extravasation. However, it was reported the hgb161007a may have kinked during advancement into the vessel. A decision was reportedly made to not resolve the patency issue. It was reported all guidewires were removed, and the groins were closed via perclose devices. It was reported that shortly after closure of the groins, the patient¿s blood pressure again dropped, and it was thought there was a retrograde leak from the ruptured iliac artery. It was reported a decision was made to perform an open procedure whereby the leaking iliac artery was repaired, the hgb161007a and pll161407 were removed from the patient, and the gate of the ceb231210a was oversewed. A bilateral femoral endarterectomy was also reportedly performed to remove plaque that was affecting distal flow. It was reported the patient¿s blood pressure was stable at the end of the procedure. No further adverse events were reported. Additional information has been requested.